Event description:
After successful implantation of the ultimum ev hemostasis introducer, the ultimum sheath was removed from the art. Femoralis. The rinse arm of the sheath had detached itself from the lock.

Manufacturer narrative:
The reported event of detached extension tube was confirmed. The extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing.